Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced all integrated multisensor technology (imt) tubing, imt port, imt tower, and imt sensor. The cse ran dilution check, which passed. Quality controls were run, resulting within range. The cause of the discordant sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na) results were obtained on three patient samples on a dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). Patient 1 sample was repeated three times on the same instrument, resulting lower on the first two repeats and higher on the last replicate. The customer repeated the other two patient samples on a dimension rxl instrument, which resulted higher for patient 2 and lower for patient 3. The corrected results obtained on the dimension rxl instrument were reported to the physician(s). It is unknown which result is correct for patient 1. There are no reports of patient intervention or adverse health consequences due to the discordant na results.